Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pre-operatively interrogated and displayed a battery voltage lower than indicated for implant. The device was then stored at normal temperature for nearly a month but again displayed a voltage too low to implant. The device was not used. There was no patient involvement.